Manufacturer narrative:
Product analysis: analysis found no signal output. The customer rejected the price quotation for repair, so the device was returned to the customer un-repaired. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) cannot pace. The epg was returned for servicing. There was no patient involvement.